Event description:
During an av node ablation procedure, upon removing the catheter from the patient to exchange the fast-cath sr0 sheath for an agilis sheath, a plastic or silicone type material was observed on the catheter tip. The catheter was replaced to resolve the issue, and the procedure was completed with no adverse patient consequences.